Event description:
Boston scientific received information that within two months of the implant procedure, the patient with this right ventricular defibrillation lead developed a bilateral pulmonary embolism and a right femoral deep vein trombosis. The patient was hospitalized due to hemaptysis and shortness of breath. A CT scan was performed and revealed a pulmonary embolism at the right lower lobe. A leg dopler was performed and demonstrated left palpitated and right femoral vein thrombosis. The patient was treated with antibiotic, heparin, and coumadin therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.